Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56cm model #: sc-4319 lot #: 19078238 description: clik x MRI anchor the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed a bad infection. The physician believed that the infection was not device related and that the patient got the infection during post operative care at the nursing home where she lived. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had infection at the midline and pocket site incisions. The patient was prescribed antibiotics prior to the explant procedure.

Event description:
A report was received that the patient had developed a bad infection. The physician believed that the infection was not device related and that the patient got the infection during post operative care at the nursing home where she lived. The patient underwent an explant procedure.